Manufacturer narrative:
On 6-sep-2021, bwi received additional information regarding the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure. Intervention provided: surgical suture of aortic perforation. Patient outcome of the adverse event: fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event: recovery after cardia surgery. Patient history previous CABG and heart failure. A thermocool® smarttouch® sf catheter was not used. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 20-sep-2021, bwi clinical staff updated the coding to this complaint to include "hospitalization or prolonged hospitalization" and "surgical intervention" health impact codes. Section h6 has been updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an unknown ablation procedure with an unknown preface sheath. The patient suffered intra atrial hematoma, cardiac perforation with drainage and/or surgical intervention. During attempted transseptal access patient suffered an intra atrial hematoma. Hematoma with very low blood flow was visualized using the already inserted cartosound catheter. Patient had sudden drop in blood pressure and was rushed to acute CT scan and hereafter ICU, with the option to do thoracic surgery to drain the hematoma. The procedure was not successfully completed. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.